Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the customer's blood glucose went up to 400 mg/dl and she received a no delivery alarm on the insulin pump. Customer received the alarm after changing the infusion set during priming. Customer stated that after changing out the whole set, the issue was solved. Customer was advised that they were experiencing a connection issue between the reservoir and tubing connector. Customer stated that she feels that her high blood glucose was probably something she did. Customer was advised that it may not have been anything that she did. Customer was explained the no delivery alarm and some possible causes.